Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Review of the black box data revealed recorded data started on (B)(6) 2013. Due to continued patient use, data from the date of the alleged issue of (B)(6) 2011 had been overwritten due to continued patient use. The existing black box and alarm history did not reveal any evidence of errors or alarms related to the complaint. The total daily dose amounts added to correctly reflect the user¿s programmed basal rates. The pump was exercised for 29 hours without malfunction. The pump was found to be delivering accurately and within the required specifications. Investigation was not able to confirm or duplicate the original complaint.

Event description:
On (B)(6) 2011, the patient/reporter questioned whether the animas pump is functioning accordingly as his most recent blood glucose read "hi" while he was feeling nauseous. The patient's postprandial blood glucose reportedly went as high as "240 mg/dl" for the last 1-2 weeks. When the patient obtained a blood glucose reading of "hi", the patient administered a self treatment with insulin via syringe. The patient did not develop any symptoms while his blood glucose decreased to "315 mg/dl" due to the subsequent treatment. During troubleshooting, the customer care advocate confirmed the date/time was correct, the bolus history was accurate and the basal rate was higher than usual due to higher blood glucose. The insulin sensitivity factor, insulin to carb ration, and the targets were programmed in the insulin pump correctly. This complaint is being reported due to the following conclusions: the patient obtained hyperglycemic blood glucose result of "hi" while using the animas insulin pump. Although there is no evidence of the alleged insulin malfunction, this complaint is being reported due to the alleged serious injury.